Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient called the hospital emergency line stating that in the process of connecting the system controller from battery to the power module, he had a continuous tone alarm and a "connect power immediately" alarm displayed on the system controller, but his pump speed was still at his fixed speed setting of 10200 rpm, and his power cable disconnected lights were not illuminated. At that time he immediately changed back to battery power. The alarm still did not resolve, and he was instructed to exchange his batteries for a different set of fully charged batteries. The alarm still did not resolve, and he was instructed to ambulate into the emergency department (ed) and prepare the back up system controller for exchange on the way. When asked during his transport in, he indicated that his pump speed was 9600 rpm (his low speed limit) and the alarm time was at 22 minutes and counting. At that time it was suggested his wife (driver) pull over and to change the system controller to his back up system controller. Once exchange was completed, his pump speed returned to 10200 rpm, and they placed the problematic system controller into sleep mode and continued to our ed. Once in the ed, the problematic system controller was plugged into the hospital power module (pm) and the system monitor responded appropriately. A brief history interrogation displayed "no external power" alarms spanning approximately 26 minutes, indicating the backup battery was in use for 26 minutes. But when the status of the backup battery was checked the "cumulative time used" indicated only 1 minute. The problematic system controller was disconnected from the pm and connected to the batteries the patient had been using before the system controller exchange, and the screen immediately displayed a "charge complete" status. Further interrogation of log files confirmed "emergency backup battery in-use" alarms and "power save mode" alarms during the time of concern.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.